Event description:
It was reported that the ¿pump does not display correct amount of insulin¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.